Event description:
It was reported that the patient was not getting an adequate pain relief after a car accident. The patient underwent an implantable pulse generator (ipg) replacement procedure and the patient was doing well postoperatively.